Event description:
The customer reported that the touchscreen is not sensitive to touch in the lower portion of the screen. There was no patient involvement. The remote service engineer explained to the customer how to perform a calibration. The touchscreen was calibrated and returned to full functionality.

Manufacturer narrative:
Reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).